Event description:
It is reported, air in line.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. E1. Address information was not provided; therefore, il was used as the state. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E4. The initial reporter also notified the FDA on 18feb2026. Medwatch report is mw5184025.